Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
The hcp reported the pt was not getting good pain control in spite of the hcp increasing the medication dose and changing medications. A catheter dye study was attempted and was unsuccessful. The pt was scheduled for a catheter revision, but when the surgeon disconnected the catheter, there was great cerebrospinal fluid flow. The pump was replaced in 2006. The pt recovered without sequela and is now doing well with a much lower dose. He had been requiring 10 - 12 mg pre - pump replacement and now was achieving pain control at 1 mg.